Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced leg numbness four days after the implant procedure. The device was explanted and there were no reports of further complications.